Manufacturer narrative:
Ge healthcare's investigation determined that, if an mr system's gradient cables are inadvertently swapped while servicing the gradients, and the service engineer does not perform the geometry check as required in the service procedure, images may be flipped left-right with incorrect orientation annotation. An urgent medical device correction letter was sent to customer with affected units informing them of the reported issue. In addition, a field engineer will install a device on all affected units which will reduce the potential for the gradient cables to be swapped. The site involved in the reported complaint was sent the customer letter and is scheduled to have a field engineer install the cable keying (mechanical interference) as part of the field action. This action has been reported to FDA per sa cfr part 806 on (B)(4) 2010. Reference corrections and removals report number 2183553-10/13/10-002-c.

Event description:
It was reported that during servicing of a signa 0.7 t openspeed mr scanner, the gradient cables were swapped accidentally the nigh before. This caused the images of 4 pts to be flipped in the left to right direction and the pt orientation annotation to be incorrect. There was no misdiagnosis or mistreatment as a result of this incident.